Event description:
It was reported that pump logs showed 2 motor stalls and motor stall recoveries occurred. The first was on (B)(6) 2015 when the patient went for an MRI. Per logs provided, the first motor stall occurred on (B)(6) 2015 at 07:58 and recovered on (B)(6) 2015 at 10:17. The second occurred the day prior around 2:30 pm and recovered the morning of report at 7:40 am. Per logs provided, the second stall occurred on (B)(6) 2015 at 14:23 and recovered (B)(6) 2015 at 07:40 (<(><<)> 24 hours). No tube set message was noted. It was noted that the repeated motor stalls and motor stall recoveries did not occur in a short duration. The repeated motor stalls and motor stall recoveries did not occur over a long duration. There was no known environmental or magnetic source that caused the second stall. The patient heard the critical alarm and went to their health care professional to have the pump checked. There was no therapy problem. The patient was not symptomatic. The pump early replacement indicator was at 13 months. It was later reported that the patient kept a cell phone in a holster near his pump. Physician prefers to monitor patient at this time and replace pump if stall reoccurs. Additional information received reported other medications (oral, etc.) The patient was taking at the time of event included oral baclofen 10 mg qid, bupropion 150 mg q 12 hr, copaxone 40 mg sc tiw, modafinil 200 mg. The patient recovered without permanent impairment. The pump was used to infuse compounded morphine and compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump found gear train anomaly, stall due to shaft-bearing. Analysis of the catheter serial number (B)(4) found catheter body hole caused by deep abrasion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a motor stall occurred on (B)(6) 2015 followed by a recovery and then a few more stalls and recoveries. The last motor stall occurred on (B)(6) and the tube set message was seen on (B)(6). There has not been a motor stall recovery and the pump continues to sound the critical alarm. No patient symptoms were reported. The patient has been taking oral medication for the last couple of months. The pump was scheduled to be replaced on (B)(6) 2015 but may be done earlier.